Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the electrode belt was unable to complete essential performance testing. The cable connecting the distribution node (dn) to the rear therapy electrode and the cable connecting ECG c and d was pulled from the strain relief, breaking wires in the cable and breaking j704 off dn pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.